Event description:
It was reported that during reprocessing of the fenestrated bipolar forceps instrument, the cables on the instrument were observed to be frayed. There were no missing or fallen pieces reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that both of the pitch cables are broken at the distal clevis hub. The cable segments that contain the crimp are still installed in clevis. The clevis does not exhibit any damage or wear marks. The other cables at the wrist are not damaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.